Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the user facility changed out the oxygenator because the pt's po2s were low. The product was changed out, there was an unk amount of blood loss, and the surgery was completed successfully.

Manufacturer narrative:
The product is not being returned by the user facility; however, terumo is still investigating this issue and will be submitting a f/u report when more info becomes available. (B)(4).